Manufacturer narrative:
Additional information provided by customer medwatch.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "two different sets of IV tubing separated at the anastomosis point where the tubing threads into the alaris pump (not the cartridge end). In examining the two sets - there is no safety mechanism (collar) that prevents this disconnect. When examining an unopened set of the same model - that anastomosis has a hard plastic collar securing the tubing."

Manufacturer narrative:
The customer¿s report of a separated IV set was confirmed. Visual examination showed that the silicone pump segment was attached at the upper fitment; the upper retainer ring was missing. Examination under magnification revealed a slight indentation around the top end of the pump segment tubing, indicating that a retainer ring had been in place at one time. Functional testing was not performed because the upper retainer ring was missing. The root cause of the separation could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an rn suspects that both of the sets disconnected at the site above the pump when the modules were bumped during patient transport. The clinician noted the collar above the pumping segment was missing. There was no patient harm.